Event description:
User alleges they had one event when the physician went to close the incision, and was irrigation the operative site with dexamethasone. When the physician depressed the plunger of the syringe, the needle came loose from the needle protection and went into the operative site, loading in the dura. The dura had to be repaired prior to closure. The pt did well postoperatively.

Manufacturer narrative:
Investigation: smiths medical is unable to review lot records as the lot number is not known. A hypodermic needle protection device with an 18g x 1.5" needle was returned for evaluation. The needle was engaged in the needle protection device. The sample was attached to a luer leak tester and hand-tightened onto an iso luer fitting. The needle protection device was cut away from the needle. The sample was visaully examined for defects. No defect was found. The needle tip was occluded with a rubber stopper. A 45-psi backpressure was applied to the syringe and held for 30 seconds per iso testing standard. No leakage or needle disconnect was observed with sample. Conclusion: the complaint for needle "shot off" could not be confirmed with the sample provided. The instructions for use state: "insure needle is firmly seated on the needle-pro device with a push and a clockwise twist, then pull the needle cap straight away from the needle." Note: the returned sample contained an 18g needle. The part number of the complaint contains a 22g needle.